Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 623-10-36f, trident 10° x3 insert 36mm ID, lot code: l001jr. Cat. No.: 6570-0-436, delta v-40 ceramic head 36/-2,5, lot code: 51685802. Cat. No.: 2030-6525-1, 6.5 cancellous bone screw 25mm, lot code: 412xa2. Cat. No.: 2060-0000-1, acetabular dome hole plug, lot code: xh2484. 542-11-56f, trident psl ha cluster 56mm, lot code: 121yrv. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s pain. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Still implanted.

Event description:
Left hip. Patient contacted stryker. Femur and pelvis is in extreme pain, x-rays are all clear but patient has extreme pain, chromium and titanium tests are all normal. Patient wants a recall inquiry and investigation on their implanted devices.

Manufacturer narrative:
An event regarding pain involving a trident shell was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: "a letter from stryker orthopaedics dated march 18, 2016 states, ¿implanted components were not the subject of a recall.¿ no post-operative clinical data or x-rays are available for review and there is no documented confirmation of the complaints noted in the event description. There is no evidence that factors of faulty component design, manufacturing or materials are responsible for the clinical situation described in the event description." Device history review: a device history review confirmed all devices were manufactured and accepted into final stock with no reported discrepancies. The device was not part of a product recall. Complaint history review: a complaint history review confirmed no similar events for the reported lot. Conclusions: a medical review was performed and concluded that "there is no evidence that factors of faulty component design, manufacturing or materials are responsible for the clinical situation described in the event description." A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation is required at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Left hip. Patient contacted stryker. Femur and pelvis is in extreme pain, x-rays are all clear but patient has extreme pain, chromium and titanium tests are all normal. Patient wants a recall inquiry and investigation on their implanted devices.